Event description:
Healthcare professional reports after injection to the "middle of face" with juvederm voluma pt developed "swelling, however not in the injected area". Pt was treated with cortisone and antibiotics.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Device labeling addresses the reported events of swelling as follows: undesirable effects: "the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."